Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with signs of gi bleeding. A lower endoscopy revealed an ulcer in the descending colon. The ulcer was clipped and cauterized. The patient was given a blood transfusion and will continue to be monitored. It was reported that the lvad was functioning as expected.

Manufacturer narrative:
Approximate age of device ¿ 3.5 months the patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.